Manufacturer narrative:
The review of the manufacturing paperwork verified that the lots met all pre-release specifications. According to the conformable gore® tag® thoracic endoprosthesis instructions for use (IFU), potential adverse events or complications associated with the use of the gore® tag® thoracic endoprosthesis include, but are not limited to, endoleak and reoperation.

Event description:
On (B)(6) 2015, the patient underwent endovascular repair of a thoracic aortic aneurysm using conformable gore® tag® thoracic endoprostheses. On an unknown date, reported as approximately in the middle of (B)(6) 2019, imaging identified an endoleak. Reportedly, the physician suspected that it was a type ii endoleak. On a subsequent unknown date in 2019, it was reported that imaging identified an endoleak. Reportedly, the physician suspected that it was either a distal type iii endoleak, or a proximal type I endoleak. On (B)(6) 2019, it was reported that a reintervention was performed to treat the endoleak. Angiography confirmed that the endoleak was a proximal type I endoleak. It was reported that an additional stent graft (type unknown) was implanted to treat the proximal type I endoleak. No aneurysm enlargement was reported. Reportedly the endoleak was resolved. There were no further reported issues. The patient tolerated the procedure.